Manufacturer narrative:
A detailed examination of the balloon and markerbands identified no issues. The markerband distance was measured at 9mm, from the proximal edge of the proximal markerband to the distal edge of the distal markerband. The markerbands were positioned correctly for a 9mm long balloon. The device was attached to an encore inflation unit and the balloon inflated to its rated burst pressure with no leaks noted. An examination of the profile of the inflated balloon found no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was user preference. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a markerband was out of position. A 2.50x9mm maverick 2 balloon catheter was advanced to the lesion and inflated. While the balloon was expanding it appeared that the proximal marker band was positioned approximately 2-3 mm from the end of the balloon. There were no issues with the distal marker band. Lesion characteristics and clinical factors are unknown. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a markerband was out of position. A 2.50x9mm maverick 2 balloon catheter was advanced to the lesion and inflated. While the balloon was expanding it appeared that the proximal marker band was positioned approximately 2-3 mm from the end of the balloon. There were no issues with the distal marker band. Lesion characteristics and clinical factors are unknown. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).